Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that user has contributed to this event.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of damaged battery was confirmed due to damaged main batteries. There was a damaged battery alarm at start up. The main batteries and harness was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).